Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the user used another device to finish the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not produce x-rays. Upon functional testing, the fse rebooted the system, but the issue persisted. The fse checked the logs file and found low load fluo flavor was selected. The fse suspected that the suite pc could not boot up or lost connection with the frontal certeray generator. So, the fse replaced the pcb in r cabinet however issue persisted. To resolve the reported issue, the fse replaced control unit (cu) 3101 for certeray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.